Manufacturer narrative:
Medwatch with identifier (B)(6) is lot 474602, medwatch with identifier (B)(6) is unknown lot. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Readings questioned by customer were taken within 2 minutes of each other: 4.9mmol/l, 5.6mmol/l and 6.4mmol/l. Manufacturer's representative had customer carry out a comparison test using same strips after washing his hands and this readings were 7.6mmol/l, 5.6mmol/l and 6.4mmol/l. Another group of comparison tests were taken from the other hand using newly opened strips. No information was provided to indicate if the two strip vials used were of the same lot number. These readings were within 2 minutes: 8.4mmol/l, 7.7mmo/l and 4.5mmol/l. No adverse event alleged. Replacing meter and strips and recalling for local assessment.